Event description:
Information received indicates the brake will not engage or hold at the head end of the stretcher.

Manufacturer narrative:
The technician found the brake linkage was worn. The technician used a brake/steer upgrade to repair the stretcher.